Event description:
Customer reported a button error alarm. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. Minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, stained end cap sticker, shifted end cap sticker and stained address/serial number label. All the buttons did function properly. However, moisture damage on the keypad traces noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).